Event description:
It was reported that the programmer had an unknown software warning message. The programmer was returned for service. There was no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device makes a vibrating noise from inside the programmer. The main processing unit metal shield plate was loose and would vibrate against the upper case. The stylus is damaged. Printer won't print; the printer is out of electrical specification. Programmer system error. Link electronic module printed circuit board found out of specification (component failure, cause unknown).